Event description:
Hill-rom received a report from the account stating the brake not set alarm would not work. The bed was located in 8t at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012 to 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.